Event description:
Event description guidant received information that upon review of electrograms for several ventricular tachycardia episodes stored in the memory of this pacemaker, noise was observed on the ventricular lead. In addition, the lead displayed decreasing impedance and sensing amplitude measurements. After multiple attempts to reproduce the noise through isometrics or pocket manipulation, noise was elicited on one occasion. A chest x-ray was unable to reveal any visible evidence of a lead integrity or positioning issue. It was then questioned whether the device was within the population affected by recent safety communications.